Manufacturer narrative:
Updated fields d8, d9, d10, h2, h3, h6, and h11. The device was returned to olympus for inspection. In addition, the following malfunction was found during the device evaluation: error e433 occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the motherboard failure is an electrical/electronic component problem, but the cause of the failure could not be determined. The hvps board failure is an electrical/electronic component problem, but the cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had an e486 error connection of the cable. This issue was discovered during preparation for use. There were no reports of patient involvement.